Event description:
Customer's mother reported hospitalization due to low blood glucose. Customer has been running low for several weeks. The blood glucose reading at the time of the event was 24 mg/dl. Hospital treated with glucose tablets and IV. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.